Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. International affiliate reports the following possible products: lot 44963isp mfg date: unk, exp date: unk. Lot 45022isp mfg date: unk, exp date: unk.

Event description:
International customer reported that the device was placed at the mediastinum and functioned as expected for two days following CABG procedure. The pt developed decreased blood pressure on the second day after surgery and cardiac tamponade was suspected and confirmed. The pt was returned to surgery. The surgeon reports finding the tip of the drain at the bypass graft anastomotic site. The surgeon opines that the device moved from its original placement to the bypass graft anastomotic site resulting in an anastomotic dehiscence. Blood transfusion was required. The pt was subsequently discharged for out-pt follow-up.